Event description:
The customer reported that the power button was not working. The issue was found during set up. There was no patient involvement. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that during set up, the device would turn on by itself when plugged into ac power (without pushing the on/off button). It was also reported that if no power was connected (only battery), the device would power on by itself. The front panel leds were illuminated, and the red alarm led was flashing, the display was reported as functional. The customer reported that they were not able to access the diagnostic codes as the display defaults to normal ventilation and alarming. The investigation is ongoing.

Manufacturer narrative:
The customer stated that they are still waiting on the pcba ui for this v60 unit. The remote service engineer (rse) provided the part number to the customer. The repair for this unit cannot be conducted at this time. The part(s) are on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered is the user interface (ui) printed circuit board assembly (pcba). Complaint investigator the replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part(s) become available the repairs will be conducted. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The customer is taking responsibility to correct/repair the device; however, the customer advises that ui pcb has been ordered but on backorder with no estimated time of arrival. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit.